Event description:
Previous report was submitted on 01/19/2019 in an error.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that her pump was giving occlusion alarm messages a day before this report, then she hanged her cartridge and site, and then the pump gave more occlusion alarms. The patient stated the most recent occlusion alarm was in the morning on the day of this report, after which she changed her site. The day before this report patient's blood glucose level was 586 mg/dl and at the time of incident it ranged between 200-329 mg/dl. The patient self-treated her with an unspecified manual injection. The drops of insulin were visible and had a blockage at the site. The patient saw blood in the cannula (steel cannula) for most of the infusion sites that she was wearing during this issue since the day before this report. Reportedly, the patient faced kinked cannula (soft cannula), which led to high blood glucose level (500-600 mg/dl) and diabetes ketoacidosis resulted in hospitalization for couple of days. She also had high ketone levels. She received intravenous insulin as corrective treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.